Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the ok button was sticking on his one touch ultra2 meter and claimed that he developed symptoms 2 days after the button issue occurred. The medical surveillance specialist (mss) spoke with the patient on february 19, 2009 to obtain/verify the following information. The patient stated that he saw a low battery symbol on his meter on an unspecified date; so, he replaced the battery. After he had replaced the battery, he noticed around the previous month, that sometimes the meter would not power on with the ok button or by inserting a test strip. The patient normally tests 4 times a day but because of the meter issue, he was unable to test his blood glucose levels and to determine how much insulin to take. As a result of the meter issue, he did not take any insulin but continued to take his oral diabetes medications. He claimed that 2 days after the meter stopped powering on, he developed symptoms of feeling, "fuzzy, high, and jittery." He stated that at the time he did not know if he was high or low. He attempted to test on his meter while experiencing the symptoms but the meter would not power on. The patient ate a candy just in case, he was low and reportedly felt better within 10-20 minutes. The customer care advocate (cca) went through troubleshooting with the patient and noted that the issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly became hypoglycemic 2 days after the meter stopped powering on. In addition, the reported issues were not resolved with troubleshooting.